Manufacturer narrative:
The investigation for the reported cardiac arrest and fever has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the cardiac arrest and fever could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that while a patient was on impella cp support, the patient became febrile and received antibiotics. Later, it was reported that the patient coded twice which required with two shocks per the nursing staff. The patient remains on impella support.